Manufacturer narrative:
Additional information: it was later confirmed that removal difficulties did not occur. Patient death occurred following stent implantation. The lesion the stents were deployed in had 90% stenosis. Both stents were sufficiently expanded prior to attempting removal of the balloon and were expanded evenly (cylindrically) along the entire length. Sufficient time was given to allow the balloon to fully deflate for both devices prior to attempting removal. Neither stent deformed. On removal of the balloon from the stents, resistance was not encountered as the devices were retracted over the guidewire. There was no damage noted to the guidewire on removal from the patient. Per the physician, the drop in oxygen saturation was caused by fatal ventricular arrhythmia. The drop in oxygen saturation contributed to the lv function which contributed to the death. Per the physician, the cause of death was severe arrhythmia and cardiac arrest. There was no evidence of restenosis or thrombus. The patient was on dapt (aspirin and clopidogrel) at time of the event. B7. Relevant history lot number provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during a procedure involving two resolute integrity coronary drug eluting stents, removal difficulties were encountered when removing the devices following stent deployment. The devices were inspected prior to use with no issues noted. Negative performed with no issues on the second device. The lesion was pre-dilated. Excessive force was not used during delivery of the second device. Immediately after the implantation of the stents, the patient's oxygen saturation dropped. C-pap support was provided in the recovery room. The patient was subsequently transferred to the intensive care unit (ICU). The patient passed away. It was stated that the patients left ventricular (lv) function may have contributed to the outcome.